Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead exhibited high thresholds and was found to have dislodged postoperatively. It was also reported that the patient experienced phrenic nerve stimulation. The lead was later repositioned and remains in use. No further patient complications have been reported as a result of this event.